Event description:
Information was received indicating that the cuff to a smiths medical portex bivona flextend¿ tracheostomy tube was unable to be filled with water. There were no reported adverse patient effects.

Manufacturer narrative:
Additional information was received indicating that the product problem was discovered prior to use on the patient. The product problem was observed on 15 - september -2019. The patient's mother noted that she was unable to perform a trach change out as a result of the product problem. No patient injury or complications were reported as a direct result of the product problem. Updated fields: event date recorded. Device return date recorded. Device evaluation in progress. Patient code: 2645 recorded. Method: 4118 recorded. Results: 3221 recorded. Conclusion: 11 recorded.

Manufacturer narrative:
Evaluation results: one bivona tracheostomy custom tube (5.0 mm) was returned for investigation. The device and obturator were returned along with the tyvek lid. The lot number was 345851. The investigator noted that the aforementioned part number and lot number were different than the one reported in the complaint. The device was returned for because the customer was unable to inflate the cuff with water. The device was leak tested by injecting it with 7 cc's of air. The device inflated and deflated with no difficulties. The device was then leak tested by injecting 7 cc's of water inside the cuff. Once again the device inflated and deflated with no difficulties. The customer reported product problem was not replicated. A root cause could not be established.